Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was powering off while she was attempting to test her blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began 2-3 week prior to contacting lfs between 9-10 a.m. The patient reported managing her diabetes with diet, exercise and oral medication (unknown type/dose). The patient mentioned that prior to receiving treatment she began consuming more food and/or drink as a result of the alleged issue. The patient claimed that she developed symptoms of 'shaky, sweaty and lightheaded' at an unspecified time after the alleged issue began. The patient told the cca that she consumed more food and/or drink as treatment. However, the patient was unable to recall when she treated herself. During troubleshooting the cca confirmed that the subject meter was not being used for the first time and there was no known misuse to the subject meter. At the time of troubleshooting the cca was able to resolve the alleged issue by educating the patient on the subject meter's behavior and auto shut-off. The alleged issue was resolved at the time of troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury and having to treat herself as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.